Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient accidentally delivered too much insulin with the infusion device which caused him to have hypoglycemia. The patient did not feel well and drove himself to the hospital. The patient was treated with apple juice, jelly babies, and other items to increase his blood glucose level. The patient left the hospital on the same day after his blood glucose level increased to 5.0 mmol/l. There were no allegations against the device. The infusion device is not expected to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.